Manufacturer narrative:
B3: event date is unknown. H3: product analysis #(B)(4): product: 9560101, lot no: 1579030 analysis confirmed that scratches on the distal tip were observed during the incoming inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility, service repair) regarding an endo scope used for spinal therapy. It was reported that the scope was not clear. Event occurred prior to use and there was no patient involved in this event. There were no further complications reported regarding the event.